Manufacturer narrative:
A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of the hallux osteotomy plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed no non-conformance. We have consulted an experienced trauma surgeon for his independent opinion: the x-rays show a gap in the area of the osteotomy, which can contribute to delayed bone healing. Apparently, the periosteal tissue was extensively damaged in the course of the osteotomy, as it is untypical that there are still no signs of bone healing after 1-1,5 months. It is suspected, that a too small implant size was chosen, thus led to improper anchoring of the barbs in the intramedullary canal and subsequent caused the screw passing through the plate hole. This is report 2 of 2.

Event description:
It was reported that the locking screw passed the plate hole approx. 1-1,5 months post-op.